Event description:
It was reported that after artificial urinary sphincter (aus) initial placement in 2008, patient was not completely dry. A tandem cuff was placed in 2019 and thereafter the patient was dry. Over time the patient began leaking again and at the time of surgery was wearing two pads per day. All components were explanted and replaced. No patient complications related to device.